Manufacturer narrative:
(B)(4). Concomitant medical products: unknown distal locking screw; item#unknown distal locking screw; lot#unknown; unknown distal locking screw; item#unknown distal locking screw; lot#unknown; unknown distal locking screw; item#unknown distal locking screw; lot#unknown; unknown distal locking screw; item#unknown distal locking screw; lot#unknown. Report source - united kingdom. Literature - journal article. The outcome of fixing distal femur periprosthetic fracture around total knee replacement using a locking plate non-contact bridging (ncb). Rahuma ma, noureddine h. Doi: https://doi.org/10.5704/moj.2203.007. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that a patient underwent a revision arthroplasty with a long stem cemented prosthesis due to fracture nonunion. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The device is used for treatment. A complaint history review cannot be performed without part and lot identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.